Event description:
It was reported in a meta-analysis article that the occurrence of serious adverse events (SAE) risk significantly increased with orbital atherectomy (OA) in calcified coronary lesions. There were higher SAE risk of slow-flow and no-reflow. Death and perforation rates were similar between OA and conventional strategy, confirming overall procedural safety. Specific patient information is documented as unknown. Details are listed in the article, titled "Network meta-analysis of treatment strategies for calcified coronary lesions."

Manufacturer narrative:
Attachment Literature Article Titled "Network meta-analysis of treatment strategies for calcified coronary lesions"The device was not returned for analysis. A Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient perforation of vessels, vessel occlusion, and death appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels, vessel occlusion, and death are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.